Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the internal therapy cable connector was damaged, and replaced this item to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue is physical damage to therapy cable.

Event description:
The customer contacted physio-control to report an issue with their device that was caused by the user. There was no report of patient use associated with the reported event. Upon evaluation of the device, physio-control found that the device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report an issue with their device that was caused by the user. There was no report of patient use associated with the reported event. Upon evaluation of the device, physio-control found that the device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed.